Event description:
It was reported that catheter break occurred. The target lesion was located in the lower extremity. An angiojet solent omni catheter was selected for use in a deep venous thrombosis thrombectomy procedure. However, during unpacking, it was found that the tip of device was broken. The device was replaced and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the product was returned consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The device showed 1 kink located 100.5cm from the tip. There was severe tip damage in the form of twisting. Functional testing was completed by inserting the pump into the ultra drive unit console. The pump and device primed, and the device was run for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. The target lesion was located in the lower extremity. An angiojet solent omni catheter was selected for use in a deep venous thrombosis thrombectomy procedure. However, during unpacking, it was found that the tip of device was broken. The device was replaced and the procedure was completed with another of same device. There were no patient complications reported.